Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, an 840 ventilator generated an error which rendered the ventilator inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm or injury to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The ventilator was not available for service.